Event description:
Surgeon reported that a pt came in for an office visit 6 weeks post-op. X-rays of the two level construct taken at that time showed that one of the set-screws was loose from a pedicle screw. The surgeon reported that the pt was asymptomatic and that he would monitor the pt.